Event description:
N/a.

Manufacturer narrative:
The certas valve (B)(6) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the needle guard was raised. The catheters were irrigated no occlusions noted. The valve passed the test for programming, occlusion, reflux and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. Root cause - no functional issues were noted. The root cause for the raised needle guard noted during the investigation is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. However, a possible root cause for the issue ¿the ventricles did not shrink.¿ reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00079. A physician reported a certas valve (ID 828800) was implanted in (B)(6) 2022 due subarachnoid hemorrhage via lumbar peritoneal shunt with setting 3. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj) and with peritoneal cather ( ID 823074). On (B)(6) 2023, the setting was changed from 3 to 2 because the ventricles did not shrink. On (B)(6) 2023, an x-ray was taken, however, the ventricles still did not shrink, so setting 2 was changed to 1. On (B)(6)2023, the shunt system was removed and replaced because the ventricle still did not shrink even in setting 1. The patient had gait disturbance.